Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact. Insulin pump was tested with a good battery cap. Passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display, no failed battery test, no battery out limit and no weak battery alarm during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube treads. (B)(4).

Event description:
Customer reported via phone call that the device alarmed weak battery alarm and failed battery test alarm. Customer's blood glucose was over 300 mg/dl. Device alarmed battery out limit alarm and turned off. After troubleshooting, display returned the disappeared again. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.